Event description:
This patient in march, 1973 had placed cronin breast implants. In 1974 she had 3-4 closed capsulectomies and in 1975 she had an open capsulectomy. An august, 1976 the left implant was changed to a silastic silicone gel implant. (Dow corning) she developed raynaurd's syndrome of both hands in 1976. She noted a bulge in the right breast which limits the use of her arm. She developed a rash of the shoulders and neck; short term memmory loss; insomnia, numbness and tingling in the thights and right arm and chronic fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was completely ruptured, the shell crumpled and there was a large silicone granuloma. The left implant was ruptured. Because of the multiple manufacturers I chose to report this to the fdainvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.